Manufacturer narrative:
The pump was returned to animas for eval. No activity related to the complaint was observed in the black box or download history. The black box download verified a sudden battery voltage drop from 157vdc to 140vdc on (B)(6) 2010 at 20:46 am. The reported battery was not returned with the pump for investigation. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 6 hrs. No overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within spec. The pump cover was removed to inspect for internal moisture ingress, none was found. The power flex, battery connections and internal components were tested for intermittent conditions, no defects were found. Complaint regarding pump and battery overheating could not be duplicated during investigation.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump and pump battery were hot to touch. The pt denied suffering an injury due to the alleged issue. Although the pt reportedly replaced the battery, he claimed that the device were pump battery felt hot to touch. This complaint is being reported due to the alleged complaint that the pump and pump battery felt hot to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The pt did not allege any injury or harm because of the reported issue.